Event description:
It was reported that the md inserted a sheath. After the intra-aortic balloon (iab) was removed from the tray, it began to unwrap. As a result, the md could not advance the iab through the sheath. 2007 update: the clinician prepped the iab per instruction. During the iab's removal from the tray, the md and clinician noticed the membrane was unraveling. The md tried to insert the iab through the sheath and was unable to advance it through the sheath. The iab was removed, the sheath stayed in the patient, and another iab was inserted.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. The sidearm super arrow-flex (saf) sheath was on the bladder approximately 8.5 cm above the proximal end of the bladder. Exposed portion of bladder was unwrapped. Bladder was stuck in sheath & tip assembly appeared to be broken in sheath. One-way valve was attached to the lock connector. A vacuum was pulled & held. Slide connector & cal key were attached to fiber optix sensor (fos) cable. Fos was light level tested & passed. Spring wire guide (swg) & pump tubing were not returned. A different swg was fed thru central lumen with no resistance encountered. The universal sheath was on the catheter approximately 5 cm from the proximal end of the bladder. Central lumen was bent approximately 1 cm above the proximal end of the bladder. Sheath was removed from bladder with great difficulty. Tip assembly was broken. Iab was submerged & pressurized in water. Bubbles exited both ends of iab & bladder approximately 5.6 cm from the distal tip of iab. The broken tip assembly had penetrated the bladder. A device history record re-review was conducted on the iab & it met all specifications & passed all in-process testing. Conclusion: the returned iab does not appear to match the customer's reported complaint due to the fact that the saf sheath was on the bladder.